Manufacturer narrative:
Investigation summary: DHR review: a review of the DHR shows that all product met specifications, and there were no issues related to fm or burrs on the hubs documented. Three photos were received in the columbus plant for evaluation. The specification for horizontal ear flash is ¿not to exceed .005¿, but not greater than .010¿, it must be thin and flexible so as not to interfere with engagement to a luer lok® barrel¿. Based on the photos the flash in question does not exceed the specification limits. The burr on the hub appears to be firmly attached. It didn¿t detach from the hub during repeated handling during molding and assembly so the risk of detachment during use would be minimal. Eleven samples were also returned. No evidence of foreign matter or flash was observed. Conclusion: the hubs are air-veyed from the press to a container, from the hub hopper to the assembly line, and from the assembly line to the auto-bagger. Repeated handling may have caused the burr. The embedded foreign matter is variation in the color concentrate we use. It is a normal occurrence. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon .completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd¿ needle was found with foreign matter in the hub of the cannula. There was no report of injury or medical intervention.